Event description:
Customer reported that she changed the battery within a couple of seconds and then noticed that the time and date had reverted to default settings and the display showed the reservoir as empty. Error alarms were found in the alarm history; customer was advised that the insulin pump experienced an unexpected restart. Customer states the device was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Blood glucose value was 174 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was programmed and monitored, and no alarms, or unexpected time and date reset were noted. The pump passed the self test and error test. No reservoir volume icon anomaly was noted during testing. However, the pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.